Manufacturer narrative:
Date of report: 29sep2021. (B)(6).

Event description:
The biomedical engineer (bme) reported diagnostic error coder, "primary alarm failed". The device was not in use on a patient. No patient or user harm was reported. The bme confirmed the reported failure. The bme suspected the primary speaker, or the power management (pm) printed circuit assembly (pca) was defective. Further information is pending.

Manufacturer narrative:
The customer service reported that the customer replaced the speaker assembly to resolve the ¿primary alarm failed" diagnostic error. In the process, the data acquisition board (da) printed circuit board assembly (pcba) was found to be burnt in one area of the ic, which had to be replaced. After replacement of both the parts above, the system was giving calibration data error-against the flow sensor.

Manufacturer narrative:
The field service engineer (fse) replaced the speaker assembly to resolve the diagnostic "primary alarm failed" issue; the data acquisition board (da) printed circuit board assembly (pcba) was replaced due to it being burnt out while servicing the "primary alarm failed issue; the flow sensor assembly was replaced to fix the system giving a calibration data error.